Event description:
Anesthesia machine bottom screen shut off. All cords were checked to make sure they were connected and secured. Anesthesia resident notified anesthesia attending and paged biomed. Biomed came to room and was unable to fix problem. Anesthesia staff used other equipment to ensure patient ventilation and used portable monitor for vital signs.